Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. Customer cannot recall their blood glucose reading. Customer was advised to clear the alarm by pressing act and esc button. Customer was advised a battery may fail test if it has potential to cause pump to lose power without warning. Customer inserted new battery but the issue reoccurred. Battery cap will be shipped. Insulin pump will not be returning for analysis.